Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as the dark blue tip separated from the internal portion of the light blue portion. The female connector on the transfer set was stuck in the patient line of the amia cassette. This occurred when disconnecting after ccpd (continuous cycling peritoneal dialysis). There was no report of patient injury, however the patient received cipro orally for ten days. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.